Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted into a 68-year-old female patient via right axillary¿subclavian access for hemodynamic support. The patient initially presented with cardiomyopathy and acute decompensated chronic ischemic heart disease with known coronary artery disease. The patient was receiving inotropic support, vasopressors, and respiratory ventilator support. During the course of therapy, nursing staff reported a hematoma at the insertion site. The managing physician was notified and stated that computed tomography imaging did not demonstrate active bleeding and suspected the patient¿s underlying coagulopathy as a contributing factor. The patient experienced a hematoma and required blood transfusion. Hematoma and bleeding events are known to occur in the setting of large-bore vascular access and are described in the instructions for use. Additional information received stated that the patient subsequently expired. The death is being reported conservatively. Comprehensive review suggests the hematoma was more likely attributed to patient-specific factors, including underlying coagulopathy, comorbid conditions, and the use of large-bore vascular access. No evidence was identified to suggest a causal relationship between the impella 5.5 device and the reported events.

Manufacturer narrative:
Corrected information has been provided in d1. Hematoma/access site adverse event: the cause of the access site adverse event was patient related as the hematoma was attributed to the patient¿s underlying coagulopathy.